Event description:
The catheter was still in the patient. The patient was admitted and a 110-4bt catheter was inserted. Following surgery a second 110-4bt was inserted as a replacement. When the catheter was replaced, the second catheter was reading an intracranial pressure of 50. Treatment was considered on the intracranial pressure reading only, however the anesthetist checked the brain scan results which showed plenty of space therefore the icp reading was not considered consistent with the patient's injuries. A third catheter was inserted (from a different manufacturer) on the patient's unaffected side of the brain with a reading of 12. During the night this catheter read 17 and the 110-4bt (which was placed on the affected side of the brain, contusion) was reading 34. The user facility would like to know if the catheter is inserted into the contusion (injured part of brain) would this affect the intracranial pressure reading? If the catheter was broken how high would the icp reading be and would it come down at all? Additional information was received from the sales representative; after insertion of the catheter post operative readings were obtained for the first 2 hours, then at 9 hours and 16 hours of implant. On the 3rd hour of implant the icp increased to 32 and remained 32 to 56 for 8 hours. At this point the neurosurgeon was convinced the catheter was faulty and placed a seond catheter (codman manufactured) on the other side of the patient's head. The readings remained consistent under 20 for 13 hours of monitoring. Although the patient was treated according to the codman catheter readings, the camino catheter remained in the patient for 5 days. The monitor was changed with no change in the icp reading for the camino catheter. The neurosurgeon was discouraged and has lost confidence in the camino catheter.